Manufacturer narrative:
Correction/additional information: g4: combination product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: c1 and h10. (B)(4) h10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the product floseal was used during craniotomy procedures and two patients developed post-operative cranial infections. The cause of the infection was unknown. It was not reported if the patients were treated for the infections. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.